Manufacturer narrative:
Device evaluated by MFR: investigation completed. The unit returned has tip detached, as part of overall visual revision. The catheter has the imaging window detached from the lapjoint assembly. A kink was observed in the imaging window assembly from femoral marker to the distal end. There was no damage observed on the distal tip or guidewire exit port assembly. No other issues were found, the device appears to be in good conditions. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted.

Event description:
It was reported that catheter unable to cross lesion occurred. The 23 mm x 2.5 mm, 85% stenosed target lesion severely tortuous and severely calcified left anterior descending artery. During percutaneous coronary intervention, an opticross imaging catheter was used but the device could not cross the lesion. The procedure was completed using a different device. There were no patient complications reported. However, returned device analysis revealed an imaging window detached from the lap joint assembly .